Event description:
It was reported that the customer had blood glucose levels of 279mg/dl. The customer's husband gave her a glucagon injection. It was also reported that the customer received an unexpected restart alarm, and had a partial display. Troubleshooting occurred. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.